Manufacturer narrative:
(B)(4). (B)(4) sales unit boxes of catalog number 544240 (hemolok l clips (B)(4)/cart (B)(4)/box) were received, closed with original packaging, unused, lot #73e1500262 was confirmed. During visual inspection the components looked properly assembled (clips & cartridge undamaged). Issue reported "clip fell from applier" was not confirmed. Functional inspection: the hem-o-lok clip were loaded into the clip applier p/n (B)(4), batch # 06l0915814 ((B)(4) clip per cartridge was loaded into the applier was shaken to see if it falls out: no issue was found). The clip was closed (closure test) into the appropriate media tubing p/n (B)(4) according manufacturing procedures (B)(4); the clip was properly / correctly closed. It was conducted the same test for the other clips of the other (B)(4) sales unit boxes, the results were the same in all of the clips tested. Issue reported "clip fell from applier" was not confirmed. Sample received did not confirm the issue reported by the customer "clip fell from applier". In addition, a functional inspection was performed and no issue was found, the device did perform properly. No corrective action is not required at this time.

Event description:
Alleged event: the clips slid out of the applier and fell into the patient but they were retrieved. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 6/cart 84/box, lot number 73e1500262 investigations did not show issues related to the complaint. The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the clips slid out of the applier and fell into the patient but they were retrieved.the patient's condition was reported as fine.